Event description:
Patient claim received. Patient complaints of heat, swelling, and pain. He said his doctor performed an arthroscopy and found microscopic fragments of metal and poly, and that the fluid in his knee was black and has built up since the surgery. Update rec'd 4/21/2015 - photographs received from (B)(4) that confirm scratches on the femoral component. We are reporting the product for implant wear.

Manufacturer narrative:
The device associated with this report was not returned. Photographs of device was received. Review of the supplied photographs confirm scratches on the femoral component. No further observations or conclusions can be determined based on the information provided. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code was not provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.